Event description:
The surgeon attempted to insert a 3-piece silicone lens model aq2010v. The lens haptic tore off in the cartridge prior to insertion and the cause of the lens damage was unk. The lens was not inserted and there was no pt contact or injury.